Event description:
The device was used in an unspecified procedure. The insulation came off the shaft. No pt injury reported.

Manufacturer narrative:
Our evaluation found the device did not display the condition reported by the user facility which was reportable in accordance with the MDR regulation. The device did display however an unrelated condition.